Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of "capsular contracture baker grade IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "leak." Additionally, healthcare professional reported "rupture, capsular contracture baker grade IV, calcification, and granuloma." Manufacturer of device is unknown. The device has been explanted.